Event description:
During a demonstration of the correct use of the lithotripter, the physician used a cook soehendra lithotriptor handle. It was reported that the lever detached from the shaft, causing the handle to stop rotating. This occurred during a demonstration so there was no patient contact.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Our evaluation of the photos provided confirmed the report. Multiple angles were provided showing the component securing the pawl to the side bar has detached from the handle, rendering the ratchet inoperable. Additionally, a photo of the separated pawl securing component was provided. The provided photos were submitted to the supplier for review and they provided the following information: "after reviewing the pictures, it appears that the component that attaches the pawl is broken. Under normal load or usage this would never occur. Something has happened to lock or jam the rotation to transfer stress into the fastener causing the breakage. The handles are 100% inspected for correct rotation before shipping. " the device history record and incoming material quality inspection record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all soehendra lithotriptor handles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record and incoming material quality inspection record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white shipment bag. A lot number was not provided with the returned device. Photos provided show multiple angles where the components securing the pawl to the side bar has detached from the handle. Our evaluation of the product said to be involved confirmed the report. The component securing the pawl to the side bar has detached from the handle, damaging the ratchet. Despite damage to the ratchet it was observed that the handle rotation was still only possible in one direction, with the deformed ratchet continuing to prevent backwards rotation. The separated pawl securing components were provided in the return. Under magnification it was noted that the threaded portion has sheared across the profile smoothly. The bolt head of the securing component was found to have evidence of damage/deformation at the corners of the bolt head, as if they had been firmly gripped or compressed. The provided photos were submitted to the supplier for review and they provided the following information: "after reviewing the pictures, it appears that the component that attaches the pawl is broken. Under normal load or usage this would never occur. Something has happened to lock or jam the rotation to transfer stress into the fastener causing the breakage. The handles are 100% inspected for correct rotation before shipping." The supplier also offered that use of an incompatible basket can be a potential cause of increased force/ difficulty resulting in breakage of the lithotripsy handle. The device history record and incoming material quality inspection record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all soehendra lithotriptor handles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record and incoming material quality inspection record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.